Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) due to a faulty field replaceable unit (fru). The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint and is currently performing the device evaluation. As of the date of this report, the analysis has not yet been completed. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A log review was performed by the tse during the customer's initial call for troubleshooting and the reported error was confirmed. This complaint is being reported because the system experienced an error when trying to use the iesu during a procedure. The customer discussed converting to a new generator after the start of the procedure due to the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure that a c-01 error occurred against the erbe. The customer stated that they already tried to power cycle the erbe, and checked the cables in the back, but the error occurred as soon as the surgeon attempted to activate energy. The technical support engineer (tse) viewed system logs and confirmed multiple c-01 errors. The tse recommended to power cycle the system and integrated electro surgical unit (iesu). The customer performed this and stated that the error returned as soon as energy was attempted. The customer stated that they had a 3rd party generator in the room and might grab the other system. The site proceeded with the case. There were no reports of patient injury. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
D14: intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. The reported failure could not be reproduced. The unit energized and cauterized and all ports recognized the instruments. As a safety precaution, the until be returned to the original equipment manufacturer for further investigation.

Event description:
Refer to h10/h11 for follow-up information.